Event description:
It was reported that the customer had a motor communication error alarm. Insulin exits the tubing and there was a bolus in the history. Several alarms were found in the alarm history. Customer is also pregnant. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
Findings: no unexpected a39 alarm noted during testing. Passed self test. However, unit had multiple a47 alarms in the alarm history screen. A47 alarms due to corrupted history file. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.